Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No unexpected pump reset or time initialization screen displayed during testing. Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratches on lcd window, scratched reservoir tube window, and broken belt clip slot.

Event description:
The customer reported that the insulin pump had keypad anomaly. Customer stated that she changed the battery but it not work. Customer stated it will prompt to reset time and date and buttons were unresponsive. Customer's last blood glucose was 59 mg/dl. Customer treated with glucose tablets and declined to troubleshoot low blood glucose. Troubleshooting was done for keypad anomaly. Customer's blood glucose was 69 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.